Event description:
Description: l331 (B)(6) 2-week check, ra lead switched from bipolar to unipolar because <200 ohms. There was noise on ra lead in unipolar but not bipolar. They tested it and then switched back to bipolar, but it switched back to unipolar. Before change-out, ra 230-270, after change-out <200 ohms. Ra threshold 1.0 at 0.4 and p-waves 0.8 mv. Discussed option of split configuration: split configuration is an option: unipolar pace and bipolar sense. Discussed options for troubleshooting. Alert history review 1 - 1 of 1 device transmission date detected date alert text dismissed by dismissed date (B)(6) 2024, 02:51 cst (B)(6) 2024, 00:56 atrial pacing lead impedance out of range. (B)(6), (B)(6) (B)(6)2024, (B)(6)((B)(6)) 4015/(B)(6) actv-impl (B)(6) 2001, (B)(6) md, (B)(6) medical group - (B)(6) caller facility: (B)(6) medical clinic new attachment(s): no secondary devices: l331/(B)(6).

Manufacturer narrative:
The device implant date is (B)(6) 2001. The device remains in service for approximately 22 years, 11 months since the (B)(6) 2024 event date. Based upon the implant date of this lead (2001) the device history record for this lead model is beyond oscor's record retention period. Inspection procedures require any oscor product to pass all in-process and qa final inspection before shipping to the customer. The investigation will focus on a review of product documentation. The device was not returned for analysis; therefore, the exact cause of the product issue cannot be determined, and the clinical observation could not be confirmed. However, following controls are in place to mitigate the reported product issue. Permanent pacing lead final inspection for this device indicates that the lead is checked 100 percent for electrical function. Final qa inspection of permanent pacing leads includes an insertion/withdrawal force test on is-1 connector on the first and last serial number of the work order and 100 percent inspection regarding: length measurement of the lead, distal spacing measurement, pull test on the connector, electrical dc resistance is checked ring to ring, pin to tip and pin to ring (on pr leads, use helix to connector pin as contact), measurement of "d" dimension on is-1 connector and tubing inspection is done. Following a general inspection is done of the following: verify proper application of adhesive, check outer hull to inner hull laser weld for proper placement, coil is checked for kinks, the connector sleeve and o-rings are examined for nicks, cuts, excessive flash or excessive adhesive residues on its surface, electrodes are examined for residue and scratches, rotational pin to pin hull laser weld is checked for proper weld, and helix is checked by extension and retraction. Per instructions for use (IFU) pr flexion informs the user of these possible complications: with the use of endocardial leads, complications can occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. In addition, the IFU provides the user product awareness: the pacing leads are implanted in the extremely hostile environment of the human body. Because the leads are very small in diameter and must be very flexible, it inevitably reduces their potential performance and longevity. Leads may fail to function for a variety of causes, including medical complications, body rejection phenomenon, allergic reaction, fibrotic tissue, or a failure of lead by breakage, fracture, or by breach of their insulation covering. The IFU precautions the user: perform procedure under fluoroscopic guidance. In conclusion, based on the information available at this time it cannot be confirmed that the product failed to meet requirements. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.